Manufacturer narrative:
(B)(4). The reported condition of failure code 27 was confirmed but not duplicated. The root cause was determined to be a malfunction in slide clamp detection circuit, caused by fluid ingress. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility reported a flo-gard infusion pump with failure code 27, which interrupted a patient infusion in a nursing home. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4), the sample receipt date was inadvertently omitted from the previous medwatch. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.